Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 525 mg/dl. The customer delivered a bolus to bring her blood glucose down. The customer stated that she was in the hospital for ear surgery and was given a steroid shot after the operation. The customer stated that her reservoir ran out during bolus and she was taken off the pump. Customer declined to troubleshoot for high readings. The product was not returned for analysis.